Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. It is unknown who was the initial reporter at the time of this report. Clarification is in process. (B)(4).

Event description:
It was reported that a female patient underwent an implantation procedure of unknown type with a mentor cpx 4 expander of unknown type and experienced deflation on the left tissue expander after implantation. The deflation was diagnosed by the surgeon during procedure of a scheduled exchange surgery expanders to breast implants. The surgeon took it out and filled it with saline to test and noted that the saline leaked out from a hole. The tissue expander was removed on an unknown date.

Manufacturer narrative:
On 09/03/18, it was reported to mentor that the initial reporter information is not available as of (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, during the visual evaluation of the device, a tear was observed at the union between the shell and patch. Additionally, teal liquid was observed inside the device. Microscopic examination was performed and the cause of the rupture could not be identified. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/23/2020, the mentor failure analysis lab has received the device for evaluation. The affected device was mentor cpx 4 breast tissue expander with suture tabs 550cc, catalog number 3549214, lot 7456810. A manufacturing record evaluation was performed for the finished device 7456810 number, and no non-conformances were identified. The date of removal was (B)(6) 2020, the date of implantation was (B)(6) 2017. Manufacturer¿s reference number: (B)(4).